Event description:
Endoanchors were being placed in a primary evar procedure. Due to the large (35mm) proximal neck diameter, a medtronic endurant endograft was placed first below the aneurysm neck, followed by placement of a 40mm diameter medtronic valiant thoracic endograft within the endurant, to extend up to the level of the renal arteries. Two endoanchors were placed unremarkably in the lateral left and right positions to attach the valiant graft to the infrarenal neck. Upon attempted deployment of a third endoanchor, adequate penetration at the pause stage was not able to be verified due to poor image quality. Deployment was continued, and it became clear that the anchor was not engaged with the endograft or vessel. An attempt was made to snare the mis-deployed endoanchor with a gooseneck snare, however, this was unsuccessful, and the endoanchor moved proximally to rest on the posterior aortic wall above the level of the celiac artery. At this point the physician chose to exclude the endoanchor from the circulation by placing another medtronic valiant thoracic endograft in the distal thoracic aorta, capturing the endoanchor between the graft and aortic wall. The final angiography was free from endoleaks and there were no reported pt complications associated with the placement of the add'l endograft in the distal thoracic aorta.